Event description:
It was reported that the 9900 system had poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The power cord was repaired. The control panel processor and fluoro functions board were replaced during the service call. The system was tested and found to be working as intended and put back into service.